Event description:
The hcp reported that pt had been experiencing intermittent episodes of increased pain and somnolence. The pt is being treated with oral medications and the pump is being scheduled for replacement.

Event description:
Additional information from the hcp reports the pump was explanted and replaced due to end of life. No patient outcome was reported.